Event description:
Per the info provided to co by the physician's office, the device was removed due to "inability to maintain erection." As reported to co, the entire device was removed.

Manufacturer narrative:
A resipump and two cylinders were returned for evaluation. The resipump was received attached to cylinder #2, but detached from cylinder #1. Testing of the returned components revealed significant leakage from two sites in the resipump bladder of cylinder #1. Both tubes exiting the resipump were bent posteriorly upon receipt indicating they had been in that position for an extended period of time. Microscopic examination of the leakage sites in the resipump indicate contact with sharp instrumentation such as a scalpel or scissors. The contact most likely occurred during or subsequent to explant because if they had been present at implant, the device would have been inoperable soon after the first few cyclings of the device. Examination of the separation at the apex of cylinder #1 and the adjacent tubing, however, had markings indicating stress(s) induced rending. The detachment site of cylinder #1 from the resipump has markings both of contact with a sharp instrumentation and stress. The portion of tubing indicating stress penetrates both layers of tubing of about one third of the cross sectional surface. The remaining area had markings indicating contact with a sharp instrument. Due to the amount of instrument contact, qa concludes that it occurred during or subsequent to explant. The contact observed would have caused sufficient fluid loss to render the device inoperable immediately. Based on qa's examination and the info provided, qa concluded that while in-vivo cylinder #1 was over-extended while in-vivo. Qa further concluded that this, in combination with device usage over contributed sufficient stress(s) to rend the tubing at the noted sites. This would have allowed the loss of fluid and rendered the device inoperable. Thus, quality assurance accepts the physician's report of the "inability to maintain an erection" as the result of the noted tubing leakage as the cause for surgical intervention.